Event description:
It was reported that, "stem had no ongrowth of bone. Acetabular shell had no ongrowth of bone."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00228.